Event description:
The customer was hospitalized for high bgs and dka. The customer stated that they have bent cannulas and the pump did not alarm. The pump was off and no batteries were available to troubleshoot the device.